Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat knee pain. In (B)(6) 2025 the firm was contacted by an MRI facility to request conditionality of the system. During the MRI conditionality review the firm became aware that the patient has an existing neuromodulation system from a different manufacturer, as well as the nalu system, and thus is not conditional for MRI. On (B)(6)2025 the firm was notified that the nalu system had been explanted on (B)(6)2025. The firm was unaware of the explant until after it had taken place and thus not present for the procedure.

Manufacturer narrative:
Review of records found no previous indications of any issues with the nalu system or it's components. The patient stated that there is a planned orthopedic surgery and the surgeon required the nalu system to be removed before the procedure takes place. Type of surgery and reason were not shared with the firm. There is no indication of any system or component failure or malfunction and the explant was performed in preparation for an upcoming procedure that is unrelated to the nalu device.